Manufacturer narrative:
Unique device identifier (UDI): (B)(4). The skull clamp was returned for evaluation: device history record (DHR) - the DHR shows no abnormalities related to the reported failure. The investigation of the returned did not confirmed the reported condition. The returned unit it has passed all specific functional testing requirements and no issues observed. When unit is not under pressure and properly positioned, this would not have caused a slippage. Complaint is likely caused by improper handling. The definite root cause cannot be reliably determined.

Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the a1114 mayfield infinity skull clamp slipped during a neurosurgery on (B)(6) 2020. The patient was turned from supine position on the stretcher to a prone position onto surgical bed with gell rolls under the patient's chest. After the patient had head clamp applied, the swivel wheel was locked and pressure on torque screw turned to 60 pounds per square inch. The surgical group noted bleeding from left posterior area of the head and the examination revealed a 3.2cm laceration which was closed with 3-0 vicryl rapide. There was a 20 minute delay in surgery with no further adverse event. Another mayfield infinity clamp was used to complete the procedure. The patient was doing fine post procedure.